Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred when the user attempted to load a new cartridge. The user's blood glucose level was 132 mg/dl. The user successfully reloaded the cartridge and resumed insulin delivery.